Event description:
The pt experienced a shocking/jolting sensation, and the device caused her pain. There was no accident or incident related to this event. Her physician turned the device off. It was noted that she lost her pt programmer at the clinic. The pt was at home, and re-directed to her healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4)